Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0mc64, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported the consumer fell and noticed a disruption in therapy. Multiple reprogramming attempts were performed with no benefit. As a result a lead revision was performed but during the case when the healthcare provider (hcp) disconnected the implantable neurostimulator (ins) there appeared to be dried blood in the header block near the blue tip. An impedance test was performed with good results, but the rep. Wanted to know if the impedances were going to stay good. It was reviewed with the rep. There was no reason to suggest the impedances wouldn¿t stay the same, but it was up to the hcp to determine if the ins needed to be changed. No additional complications were anticipated. Relevant medical history includes urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor.